Event description:
Issue: the patient was placed on cardiopulmonary bypass without event; however, after the first blood gas, patient was retaining co2. I was able to oxygenate the patient but unable to adequately remove co2. The o2/room air, vaporizer, blender (electronic and manual) were ruled out for complications. Determined to be the oxygenator unit. Patient was weaned from cardiopulmonary bypass without incident. Following up with (B)(4), FDA report, report to manufacturer, and securing backup disposables from (B)(4), a separate third party cardiopulmonary bypass disposable provider.